Event description:
Procedure type: lap hernia repair. According to the reporter: the first broke during use and the second had a hole in it and could not be inflated. There was no report of pieces falling into the cavity or impacting the patient. The operating time was not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 10/09/2007.